Event description:
The scrub tech was loading a synapse screw into the driver and was having a difficult time. Consultant provided some instruction for proper technique in loading the screw and the tech mentioned that she loaded the screws with the driver exactly how instructed. The tech loaded a second screw and showed consultant that the driver was scoring the screws and shaving metal from the inside of the head of the screw. Consultant asked her not to use that driver again. No patient was involved during this event. This is 1 of 2 reports for this event.

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. The investigation is ongoing.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Event description:
This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. The screw threads on the holding sleeve appear to be in good condition with negligible wear. After attempting to thread the holding sleeve onto the polyaxial head several times, there was no issue with engaging and dis-engaging the connection. The (B)(4) engineer was unable to replicate the complaint and the screw and holding sleeve function as intended.

Manufacturer narrative:
The device was used for treatment, not diagnosis. A manufacturing evaluation was conducted. The device appears to be in good condition. The device is over 5 years old. The inner sleeve does appear to be off centre to the trigger housing. The device corresponds to the drawings and processes at the time of manufacture. The device was checked in january, 2008 for function and passed. Another function check was carried out on may 27, 2013 which also passed. The inner sleeve is off centre due to misuse or where too much force was applied. Placeholder.

Event description:
This is 1 of 2 reports for complaint number (B)(4).